Event description:
The soft snare was deployed to remove a polyp. Once the polyp was removed, the device was retracted partially in the sheath and used to cauterize a bleeder which ignited a spark. There was visible arcing of current. The device was removed from the patient through the scope. The wire was burned into 2 pieces. No patient injury noted.